Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies followed by loss of lock. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's device was scheduled.